Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter was reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer¿s current blood level was 354 mg/dl. Customer was treated with manual injection. Customer stated that the insulin pump had critical pump error alarm. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.